Event description:
It was reported that the patient was experiencing communication issues with the spinal cord stimulator (scs) system. The patient underwent an implantable pulse generator (ipg) replacement procedure, during which an MRI capable ipg was implanted. The patient was doing well postoperatively, and the explanted ipg was not returned in accordance with facility policy.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient was experiencing communication issues with the spinal cord stimulator (scs) system. The patient underwent an implantable pulse generator (ipg) replacement procedure, during which an MRI capable ipg was implanted. The patient was doing well postoperatively, and the explanted ipg was not returned in accordance with facility policy.